Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and field data review. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. The ticket search by lot indicates that the complaint lot performs as expected for this product. Ticket trending review did not identify any trends regarding commonalities for complaint lot. Device history review did not identify any non-conformances or deviations with the complaint lot. The overall performance of the architect stat high sensitive troponin-I reagents in the field was reviewed using data gathered from customers worldwide. The patient median values obtained with the complaint lot 64180ud01 is within established limits and thus comparable to the historical lot performance, which confirms no systemic issue for the lot. Labeling was reviewed and sufficiently addresses the customer¿s issue. Based on the investigation, no systemic issue or deficiency of the architect stat high sensitive troponin-I reagent lot 64180ud01 was identified.

Event description:
The customer reported false negative architect stat high sensitive troponin-I result generated on the architect i2000sr analyzer. The following data was provided: architect troponin-I result = 0.01 ng/ml (reference range 0-0.034 ng/ml) (negative) roche troponin -t result = 0.032 ng/ml (reference range of 0.016 ng/ml) (positive) the customer questioned the false negative result generated by the architect and was already reported to the physician. There was no impact to patient management reported.

Manufacturer narrative:
All available patient information was included. Additional patient details are not available. This report is being filed on an international product, list number 3p25 that has a similar product distributed in the us, list number 2r98. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported false negative architect stat high sensitive troponin-I result generated on the architect i2000sr analyzer. The following data was provided: architect troponin-I result = 0.01 ng/ml (reference range 0-0.034 ng/ml) (negative). Roche troponin -t result = 0.032 ng/ml (reference range of 0.016 ng/ml) (positive). The customer questioned the false negative result generated by the architect and was already reported to the physician. There was no impact to patient management reported.